Event description:
The lay user/patient contacted lifescan in 2008, and alleged that his one touch ultralink meter was not powering on. The patient reported that the alleged issue first occurred one day prior, in the evening. As a result of the reported issue, he took his usual dose of medication. He reported that he experienced symptoms of being not able to sleep and irritable. He did not receive/require any medical attention/intervention. At the time of troubleshooting, it was verified that this was not a new product and that based on the information provided, there was no misuse. The patient had replaced the battery per the owner's manual and the batteries were correctly installed. He was using the correct test strips. However, the issue was not resolved when the power button was pressed or when the test strip was inserted all the way into the test strip port. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There is no indication that the lifescan product contributed to any injury and the patient's symptoms do not meet the criteria for serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.